Event description:
A report was received that the patient was having difficulty charging the ipg. The physician believed that the ipg was tilted in the pocket resulting the charging issue which was also confirmed by x-ray. The patient will undergo a pocket revision.